Event description:
It was reported that (1) 512b was used during lap bilateral hernia repair procedure. It was reported by the rep that in performing a bilateral lap hernia, an unknown instrument was inserted into the 512b cannula. A piece of the gasket was torn off and fell into the abdomen. It was retrieved and the case was completed. There was no consequence to pt.